Manufacturer narrative:
H3, h6: the navio surgical system us, pn: ornpfs02000, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the navio surgical system log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported issue could not be confirmed, there are possible contributing factors that could have resulted in the 5 mm checkpoint verification error. If the bone tracker clamp was loose, and the checkpoints were taken on the bone tracker clamp instead of the checkpoint pins in the bone, both the clamp and the bone tracker would move together down the bone pins. This would not alert the system of a checkpoint error, because the checkpoint is still the same distance from the flat markers on the bone tracker. Another potential scenario could have been a tracker moving from an edge to a flat. The tracker may not have appeared to have moved, however the slight rotation of the tracker moving from the edge to the flat side of the shaft is not an obvious movement. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. This situation is captured in the navio risk assessment released at the time of the complaint. No containment or corrective actions are recommended at this time. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio tka procedure, when they went to visualize the cut and place 5 in 1 femur cut guide, the image was considerably off. Rechecked checkpoints and was approx 5 mm off. The distal cut was perfectly even and what was planned, seeming as if the arrays hadn't actually moved. The doctor pulled/played with the femur arrays to see if they were loose, but they were on tight and was not able to forcibly move them. The procedure was completed with manual instrumentation. There was a delay of less than 30 minutes. No other complications were reported.